Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of patient not hearing the alarm was determined. The patient wasn't able to hear the alarm when the rep played it for them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the healthcare professional (hcp) would replace the pump and today would schedule a time for the replacement. Pump was currently programmed at morphine 60mg/ml @ 13.35mg/day. The hcp would start the intrathecal (it) dose very low with the new pump and titrate it up from there as the existing pump had been empty for quite some time and the hcp did not want the patient to overdose with too high of a dose with the new pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 50 mg/ml concentration at 13 mg/day dose via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the rep got to the clinic and the hcp interrogated a pump. The hcp was using clinician programmer ((B)(4). The patient missed their refill in (B)(6) 2019. The patient "was in jail or something" and that was why they missed their refill. The pump had been beeping but it stopped beeping three weeks ago. The rep played alarms for patient and patient couldn't heard the alarms at first. Once rep pointed out the alarm the patient heard it the second time and confirmed that was what had bene beeping, he likely just couldn't hear it. The hcp saw upon interrogation that low reservoir occurred on (B)(6) 2019 and the pump hadn't been filled so she was unsure how that could occur. Patient was due for a refill. Therapy was not intentionally discontinued. Low reservoir occurred on (B)(6) 2019 and empty pump occurred on (B)(6) 2019. No symptoms were reported. No further complications were reported.